Manufacturer narrative:
Returns were unavailable from the customer for this evaluation. An abbott field service engineer arrived at the customer site and replaced several hardware items (proactively) with the cmia reader identified as the likely cause of the customer issue. The part was replaced. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect cyclosporine assay package insert both contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports one patient sample generating an architect cyclosporine assay result of 0.0 ng/ml on an architect i1000sr analyzer. The result was questioned in the lab and the sample tested on a second architect i1000sr analyzer in the lab, which resulted at 231.0 ng/ml. The customer uses a reference range of 170 - 450 ng/ml for this assay. No suspect results were reported out of the lab. There is no impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.